Event description:
It was indicated that the device was removed and replaced with an ams ambicor penile prosthesis. The reason for removal was requested, but was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.